Event description:
It was reported that various biomet bone cement were found where the inside sterile cover was found to be in an open condition. The outer box and the unsterile pack was in good condition and untampered with, only the inside sterile packaging was opened. There were no adverse patient events and delay of surgery reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. However corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that various biomet bone cement were found where the inside sterile cover was found to be in an open condition. The outer box and the unsterile pack was in good condition and untampered with, only the inside sterile packaging was opened. There were no adverse patient events and delay of surgery reported.